Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the lot number was not reported and the device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported event. Factors that may contribute to polymer coating peeling during the procedure may include but not limited to manufacturing, mishandling of the device during preparation, device interactions or patient anatomical conditions. Based on the reported information, the ht command 18 guide wire was advanced into the anatomy and used without issue. It is possible that during the procedure, the guide wire became damaged against the moderately calcified anatomical and/or other devices used, resulting in the reported polymer peeling; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery (sfa). An ht command 18 guide wire was advanced into the anatomy and used without issue; however, after removing the guide wire, it was noted that the coating on the distal end of the guide wire was peeling. No part of the coating came off inside the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. Another unspecified guide wire successfully completed the procedure. No additional information was provided.